Event description:
It was reported that the customer needed help with an infusion set change. Customer stated that the lines on the reservoir were not straight. Customer stated that one reservoir has been bending or slightly tilted on the barrel. Customer's blood glucose level at the end of the call was 448 mg/dl. Customer made a set change and was advised to monitor the infusion set and the insulin pump. It seems to be the customer's first time doing an infusion set change. Customer stated that the transfer guard is not going in straight and it is kind of jerky. Customer stated that there is blood at site when she removed the site. Customer is having trouble finding an insertion spot. She stated that is feels very bumpy everywhere she touches. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).